Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas delivery module did not function as expected. The system experienced a calibration problem and the "fi02" error message was displayed. An audible tone was also heard. The user used the manual control of the gas delivery system to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.